Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. Therefore, the blood glucose level of the patient was 195 mg/dl on (B)(6) 2022 and 287 mg/dl on (B)(6) 2022. Further, the infusion set was used for 2 days for all events. Moreover, the issue occurred with 2 infusion sets. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.